Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pain at the device site and it was noted there were no spikes seen in telemetry for the implantable pulse generator (ipg). It was also reported there was oversensing and far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also noted there was an atrial lead position check failure. The device and lead remain in use. No further patient complications have been reported as a result of this event.